Event description:
The customer reported that the insulin pump is not delivering insulin properly. The blood glucose reading was 160mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. However, the insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.